Event description:
When the surgeon attempted to use ligasure xp maryland jaw laparoscopic sealer/divider (ref# lxmj37s), it did not work properly as intended. When the ligasure was applied to the tissue and activated, there was no energy delivered from the generator. A new ligasure was opened and the case proceeded without any further issues. There was no patient harm due to this.